Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were seen by their dentist and was informed by them that their teeth are not in an ideal position. They have chipped teeth that need repaired, they have recession at the gumline, cracks and occlusion. Additional information was requested from patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.